Manufacturer narrative:
D4 expiration date: updated d4 gtin: updated d9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated h4 manufacturing date: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was seen to be kinked. The subject guidewire was returned in two fragments. The proximal end of the subject guidewire was fractured along the nitinol tubing, 206cm with the core wire exposed and the platinum wire stretched. Functional inspection was unable to perform due to damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use and guidewire kinked/bent was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the surgeon utilized a previously used subject guidewire for stent "massaging" to improve apposition. During the manipulation, a change in the guidewire shape was noted, and upon withdrawal for external inspection, a significant crease/kink was discovered approximately 12 cm from the guidewire tip, indicating a near-fracture state. Additional information provided by the customer indicated that the patients anatomy was moderately tortuous. The device was returned and it was confirmed that the guidewire had been fractured and there was also kinking and stretching noted to the guidewire. Based on the device analysis and a review of all available information, it is probable that the device was damaged due to interaction with the previously place stent in the attempt to massage the flow diverter to achieve proper wall apposition, causing the subject guidewire to stretch, kink and fracture. An assignable cause of procedural factors will be assigned to the reported guidewire broken/fractured during use and guidewire kinked/bent and to the analysed guidewire kinked/bent, guidewire broken/fractured during use and guidewire distal tip stretched, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the stent implantation procedure at the posterior communicating segment of the right internal carotid artery, poor wall apposition was observed at the curved section of the cavernous sinus segment by the stent. To address this, the physician utilized a previously used subject guidewire for stent "massaging" in order to improve apposition. During the manipulation, a change in the subject guidewires shape was noted, and upon withdrawal for external inspection, a significant crease/kink was discovered approximately 12 cm from the guidewire's tip, indicating a near-fracture state. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2nd MDR

Event description:
It was reported that during the stent implantation procedure at the posterior communicating segment of the right internal carotid artery, poor wall apposition was observed at the curved section of the cavernous sinus segment by the stent. To address this, the physician utilized a previously used subject guidewire for stent "massaging" in order to improve apposition. During the manipulation, a change in the subject guidewires shape was noted, and upon withdrawal for external inspection, a significant crease/kink was discovered approximately 12 cm from the guidewire's tip, indicating a near-fracture state. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.